Event description:
The customer reported that a pt had passed away, and they had discharged the data without saving the history and wanted to know if they could still access the data.

Manufacturer narrative:
The customer spoke to an engineer who indicated that if the pt was not in the transfer list that the data could no longer be accessed. The customer communicated that there was no product problem and that they were able to get the info that they needed. The customer did not allege that the device was a factor in the pt's death. The available info does not support that any device malfunction occurred or that there was any relationship of the monitoring to the outcome. No further investigation or action is warranted.